Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® sf nav bi-directional catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure, there was a drop-in patient¿s blood pressure. Cardiac tamponade was confirmed by transthoracic echo. All catheters were removed from patient¿s body. Pericardiocentesis was performed to remove 550 cc of fluid from the pericardium. Of that, 450 cc were auto-transfused back into the patient. The patient was reported to be in stable condition after pericardial drainage. The physician was unsure when or how the perforation occurred, but stated it was possible. It occurred during the cardioversion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.